Event description:
It was reported that during a pulsed field ablation procedure, the array became kinked while retracting into the sheath. The operator extended the guide wire and array to attempt retraction again, but a visible knot was observed. The array was then pulled back forcefully into the sheath, and the tip separated from the shaft. Despite the issue the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012769537 was returned and analyzed. No anomalies were identified during preliminary inspection of the handle. During visual inspection of the array and shaft, the nitinol wire was observed to be bent in the distal arm transition, an inverted array was observed, the spiral array pebax tube was observed to be kinked, the pebax tube was observed to be twisted, and the dual lumen was observed to be detached from the shaft. Performance testing with a generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating the steering knob clockwise and counterclockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. During further inspection of the shaft, broken electrode wires were observed. In conclusion, the reported array kink, damage, and detachment were confirmed during testing. The catheter did not pass the returned product inspection due to an inverted array, a kinked and twisted array pebax tube, a broken electrode wire in the shaft, a bent nitinol wire in the array distal arm transition, and dual lumen detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.